Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a pinhole on the bending section cover (the bending tube had no damage that could cause a defect in the bending section cover, it must have been done by an external force). The device evaluation found that the jet tube had foreign material. Additional findings include the following: the up / down knob could not be locked securely due to wear of the forceps elevator lever, the play of the up / down knob was out of the standard value due to wear of the angle wire, and the plastic distal end cover had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope was leaking on the first use after being repaired. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign materials were not able to be identified. A definitive cause for the foreign material remaining in the device was attributed to improper reprocessing of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.